Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited externalized conductors. The externalization was noted in an x-ray. No electrical anomalies were noted. The patient¿s lead was removed and replaced.

Manufacturer narrative:
The reported event was confirmed. A partial lead was returned in one piece measuring 51.5 cm. Internal insulation abrasion was found breaching the re cable lumen at 12.9 ¿ 13.3 cm from the distal tip. The inner coil lumen and re etfe cable coating were intact in this location. External insulation abrasions were found at 13.3 -13.5 and at 14.1 ¿ 14.3 cm from the distal tip breaching the rv cable lumen consistent with friction to another device or feature of the patient anatomy. The rv etfe cable coating was intact in these locations. External insulation abrasion was found at 26.1 ¿ 26.4 cm from the distal tip breaching the re cable lumen, consistent with friction to another device or feature of the patient anatomy. The re etfe cable coating was intact in this location. Internal insulation abrasion was found breaching the re cable lumen at 36.0 -38.0 cm from the distal tip. The inner coil lumen and the re etfe cable coating were intact in this location. External insulation abrasion was found at 48.9 -49.1 cm from the distal tip, breaching the re cable lumen, consistent with friction to the device can. The re etfe cable coating was intact in this location.